Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between acoustic lends and ultrasound probe could not be determined. The event can be prevented by following the instructions for use which state: ¿do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks.¿ olympus will continue to monitor field performance for this device.

Event description:
Event occurred after a therapeutic procedure. There were no issues with the patient and no part of the device fell in the patient.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is a gap between acoustic lens and ultrasound probe due to peeled adhesive missing piece. This is attributed to wear and tear from handling or with increasing usage time. Other observations for the device: due to a cut on distal end rubber coating (a-rubber), water tightness is lost; air/water cylinder and suction cylinder have discoloration; due to damage of ultrasonic probe o-ring, water tightness is lost (on the distal end side); acoustic lens is damaged; adhesive on a-rubber has a crack; due to wear of angle wire, bending angle in up direction does not meet the standard value; universal cord has buckling, scratch, and is deformed. The user¿s complaint of leakage was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a joint leak issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there is a gap between acoustic lens and ultrasound probe due to peeled adhesive missing piece. This medwatch is being submitted for the reportable issue of a gap between acoustic lens and ultrasound probe due to peeled adhesive missing piece as observed during device evaluation.